Event description:
It was reported that during a procedure of the unspecified artery after pre-dilatation the xience xpedition stent delivery system (sds) was advanced but did not cross the lesion due to the anatomy. The xience xpedition was removed without issue. The xience xpedition sds was re-introduced and was attempted to cross using a non-abbott microcatheter when the proximal shaft at 25 cm distal to the hub separated while advancing. The devices were removed without issue. A different xience xpedition was used in the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; microcatheter: dio. (B)(4) - re-insertion. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or/and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency. Based on the reviewed information, no product deficiency was identified.